Manufacturer narrative:
Gehc surgery field service engineer unable to dulicate lockup. Download log files and sent to engineering for analysis.

Event description:
Customer stated that the system locked up during a case with a pt involved. He did not know who the pt was and requested that service wait until next week to check system. The system locked up with 4 arrows on the main frame and was ok after reboot, the procedure was completed without any more problems.